Event description:
A doctor's office alleged that a patient had experienced sores in the mouth while wearing a mara appliance.

Manufacturer narrative:
The dentist prescribed peroxyl and orabase for treatment of the sores. It was confirmed that the patient has fully recovered and is doing fine. A new appliance will be fabricated with consideration to patient comfort.